Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000166471.

Event description:
It was reported that following a few falls the patient was unable to enter MRI mode. Diagnostics revealed a high impedance on one lead. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has an impedance.